Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed broken, bleeding and itchy skin under the hydrogels. There was no alleged device malfunction contributing to the irritation. There is no indication of medical intervention. Outcome of the skin irritation is unknown.